Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4). The result was 3.5 inr. The result within five hours on a professional roche meter was 2.5. There was no adverse event and the customer's dosage was not changed. The patient was not anemic, had no antiphospholipid antibodies, and had no heparin therapy. There were no diet changes or illnesses. The therapeutic range was 2.0-3.0 inr. One vial containing five test strips and the customer's meter were received for investigation and were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.5 inr and 2.8 inr, donor hct: 38% and 44%. Testing results: donor 1: master lot and retention meter / customer strip and meter 2.5 inr/ 2.4 inr. Donor 2: master lot and retention meter / customer strip and meter 2.8 inr/ 2.7 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. Relevant retention test strips (lot 207426) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. None of the given treatments/medications are currently known to interfere with the accuracy of the test results.